Manufacturer narrative:
Sensor replacement alert was first presented to the customer on (B)(6) 2023, day 53 after insertion. A review of the glucose plot showed 2 consecutives drop out phases within 14 days of each other ((B)(6) 2023, and (B)(6) 2023), and the system triggered the sensor replacement alert per design.the root cause of these drop out phases could not be determined from the in-house testing of the returned sensor (B)(6) as the testing results did not reveal any issue with the sensor performance. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. B4.date of this report 30 april 2024. G3.date received by the manufacturer? 18 march 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On january 8. 2024, senseonics was made aware of an incident where the customer had a hypoglycemia event on 07 january 2024 at 07:13 pm. The measured blood glucose (bg) value was 42 mg/dl where the sensor glucose (sg) reading was 147 mg/dl. The eversense cgm system did not assert any alerts since the sg reading never went below the low alert threshold which was set at 70 mg/dl. The customer self resolved the incident by taking glucose. The customer did not require any medical attention.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.